Event description:
It was reported that the device indicated elective replacement (eri) and had short longevity, which may have been contributed to by high left ventricular lead threshold. The device was explanted and replaced and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6945-65 lead, implanted (B)(6) 2000; d224trk ICD, implanted (B)(6) 2011. (B)(4).